Manufacturer narrative:
Device is a combination product. A synergy ous mr 3.50 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed signs of damage. Tip damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination of the hypotube found that the hypotube was broken at 26.5 cm distal to the distal end of the strain relief. Multiple kinks were noted on proximal and distal sections to the breaking site. This type of damage most likely occurred during manipulation of the device in attempts to cross the lesion. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner extrusion found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 05may2020. It was reported that a shaft kink occurred. The target lesion was located in a severely calcified coronary artery. A 3.50 x 20 synergy drug eluting stent was advanced for treatment. However, during an attempt to cross the lesion, the shaft was kinked and the procedure was completed with a different device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed a hypotube detached/separated.